Event description:
Patient underwent generator explant surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Patient reported discomfort in their chest with stimulation and without stimulation. The patient was referred to have their vns removed. No known surgical intervention has occurred to date. No other relevant information has been received to date.